Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer had a few low blood glucose. Customer's blood glucose was 44 mg/dl and was treated with glucose gel. Customer was admitted to the hospital on (B)(6) 2015 with blood glucose of 34 mg/dl. Customer was hospitalized due to low blood glucose. Caller was advised that sensor was used off label.